Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2013-00702 & 9616099-2013-00704.

Event description:
It was reported that during a selective emergency angiography of the cranial vessels, two (2) 5f sim2 100cm tempo catheters broke into two pieces outside of the patient, directly beneath the sheath. The place of the fracture was near to the sheath; therefore, the piece inside of the patient could be removed without problems. There was no patient injury reported. Procedure was aborted due to bad condition of the patient. The procedure was completed successfully the following day with a non-cordis sim catheter. One of the devices will be returned for analysis. The tempo catheter was introduced via a 5f terumo sheath introducer (si) and pushed into the aortic arch. When trying to place the catheter into the common carotid artery by turning the connector several times without success, the catheter ruptured and broke into two pieces outside of the patient, directly beneath the sheath. Same result with the second catheter. There were no anomalies noted when the catheters were removed from the packaging. The devices were stored and handled according to the IFU and prepped normally. The patient had been admitted to the hospital with an acute stroke whose dimension and subsequent therapy was to be ascertained via the selective emergency angiography.

Manufacturer narrative:
This is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2013-00702 & 9616099-2013-00704. Complaint conclusion: it was reported that during a selective emergency angiography of the cranial vessels, two (2) 5f sim2 100cm tempo catheters broke into two pieces outside of the patient, directly beneath the sheath. The place of the fracture was near to the sheath; therefore, the piece inside of the patient could be removed without problems. There was no patient injury reported. The patient had been admitted to the hospital with an acute stroke whose dimension and subsequent therapy was to be ascertained via the selective emergency angiography. The tempo catheter was introduced via a 5f terumo sheath introducer (si) and pushed into the aortic arch. When trying to place the catheter into the common carotid artery by turning the connector several times without success, the catheter ruptured and broke into two pieces outside of the patient, directly beneath the sheath. Same result with the second catheter. There were no anomalies noted when the catheters were removed from the packaging. The devices were stored and handled according to the IFU and prepped normally. Procedure was aborted due to bad condition of the patient. The procedure was completed successfully the following day with a non-cordis sim catheter. A non sterile unit of diagnostic cath tempo 5f sim 2 100cm was received for analysis coiled inside a plastic bag. Per visual analysis, the catheter was received separated in two pieces at 30.0 cm from hub. The received unit was also found kinked on the separated distal section at 7.0 cm from tip. No other issues were found. The catheter od and ID were measured near to separation and kinked areas and results were found within specification. Scanning electron microscope (sem) analysis was performed on both separated parts of unit in order to identify the cause of the ¿separated¿ condition with the following results: ¿sem results showed that the received catheter experienced a twisting event prior to the separation. In addition, the exposed braid wires presented evidence of ductility and pen point condition on the separation surfaces; it is well known that both characteristics are common on samples which underwent pulling/ stretching prior to the separation. Cutting was discarded as root cause since the material does not present cutting conditions. The complaint reported by the customer as ¿diagnostic endovascular catheters- catheter (body/shaft) - cannulation difficulty¿ could not be confirmed since a catheterization on heart model or vasculature model could not be performed due to the condition of the catheter as received for analysis (separated, and kinked). Besides, the diagnostic catheter shape was inspected and no shape relaxation or anomalies found. Also, the catheter shape was found within the tolerance zone. However, the complaint reported by the customer as ¿diagnostic endovascular catheters- catheter (body/shaft) - separated-in patient¿ it was confirmed based on the condition of the catheter as received. Nonetheless, the cause of the separation could not be conclusively determined during the analysis. The cause of the separation does not appear to be manufacturing related to the product since twisting and elongation conditions were found on both distal and proximal ends of the received separated parts of unit. Neither the product analysis nor sem analysis results suggest that the reported failure is related to the manufacturing process. As additional investigation the diagnostic catheters manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, body separations or other type of damages on the diagnostic catheters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿diagnostic endovascular catheters- catheter (body/shaft) - cannulation difficulty¿ could not be confirmed due to the separated condition of the returned devices and a definitive cause could not be determined. The reported ¿catheter (body/shaft) - separated-in patient¿ was confirmed through analysis of the returned devices. While the exact cause could not be determined, the analysis notes evidence of twisting and elongation conditions on both distal and proximal ends of the received separated parts of the unit. Procedural and handling factors (manipulation of the catheter during the procedure may have contributed to the difficulty experienced by the customer. Neither the analysis nor the DHR suggest that the reported issues could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The device was returned for analysis. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt this is one of two products involved with the reported event and are associated manufacturer report numbers 9616099-2013-00702 & 9616099-2013-00704.